Event description:
Patient was using a pod on the abdomen worn for an unknown duration and reported seeking emergency medical attention on (B)(6) 2026 for hypoglycemia. The patient experienced sweating and confusion, with blood glucose reported as 44 mg/dl and not increasing above 55 mg/dl despite oral carbohydrate intake (juice). Emergency room treatment included intravenous glucose administration, and the patient was discharged the same day after approximately 5 hours. Additional details and follow-up with the healthcare provider are not available, as the patient declined further clinical support and contact was limited to documentation of the medical event. A supplemental report will be provided if additional information is received.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone14.8 cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.